Manufacturer narrative:
D2b pro code: dsk. With all the available information, boston scientific concludes: device history record review: a review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Device technical analysis: the device was not returned for analysis, as it is capital equipment and is installed at the site. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: based on the information provided, the investigation conclusion code selected for this complaint was cause not established because there is insufficient information available to determine probable cause.

Event description:
It was reported that a catheter ID issue occurred. An avvigo plus and opticross hd were selected for ultrasound examination of the target lesion. During preparation for the procedure there were no issues, however during the procedure the opticross hd began showing up as a peripheral catheter. The physician tried again, however the catheter stayed in peripheral mode. The procedure was completed using the original device, and there were no patient complications.

Event description:
It was reported that a catheter ID issue occurred. An avvigo plus and opticross hd were selected for ultrasound examination of the target lesion. During preparation for the procedure there were no issues, however during the procedure the opticross hd began showing up as a peripheral catheter. The physician tried again, however the catheter stayed in peripheral mode. The procedure was completed using the original device, and there were no patient complications.